Manufacturer narrative:
(B)(4). The analysis found that one sc45a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during a video-assisted thoracic surgery procedure the surgeon closed the device on the tissue for the first firing and after the device was fired they heard a crunch and then the device would not open. The surgeon stated the device force to fire was harder than normal. They then used another stapler and fired across the mark where the first device was and fired a new staple line and removed the device from the tissue. There was no bleeding reported, the procedure was completed with no patient consequence.